Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customers blood glucose level was 140 mg/dl. A new cartridge was loaded to resolve the issues.